Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was loading new supplies onto the pump, and after completing the fill tubing step, the customer accidentally selected the fill tubing step again. Reportedly, the customer inadvertently performed the fill tubing step while connected to the infusion set tubing and delivered 10.2 units of insulin. The customer's blood glucose (bg) level was 146 mg/dl at the time of the reported event. Although requested by tandem technical support, the customer declined follow-up to ensure bg levels remained stable.